Manufacturer narrative:
Additional narrative: additional product codes: hsb and jds. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported on (B)(6) 2022 that the highlighted retention pin was inserted by scrub nurse correctly into screwdriver with quick coupling, hexagonal 12mm short, xl25. The tip of the retention pin engaged properly in the recess of the locking screw and locked into the screw as advised by surgical technique. Surgeon inserted screw in the designed hole (no use of power, all procedure by hand) and final tightening of the screw by hand as well. After screw insertion, surgeon removed screw driver disengaging it as per surgical technique, and requested for xray which showed screw to be too short. Surgeon proceeded to re-engage screw driver onto the recess of the screw but despite correct alignment, locking onto the recess was not possible. Screw driver removed and noticed that the tip of the retention pin was missing. On xray of the inserted screw it was noticeable that the tip of retention pin was stuck into the recess of the screw. Screw was removed with short screwdriver without the use of the designated retention pin. Screw was successfully removed and new screw successfully inserted with short screwdriver and designated retention pin. Surgical between 15-20mins. There was no harm to the patient. Surgery description: femur shaft fracture fixation ¿ ans rfna. Concomitant device reported: scrdriver self-retain short xl25 (part# 03.045.003; lot# unknown; quantity: 1). This report is for one (1) lockscr f/medullary nail ø5 l44 xl25. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 04.045.044s, lot 584p494: manufacturing site: jabil grenchen. Release to warehouse date: january 31, 2022. Expiry date: january 01, 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that the locking screw was no problem detected with the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.